Manufacturer narrative:
The removal of the implant was not performed under a general anaesthetic. This report is submitted on august 8, 2023.

Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site. The implant was explanted under a general anaesthetic. The patient was converted to an osia system which was implanted at a new site.